Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately tortuous left circumflex and marginal artery stenting procedure, the 2.5x23mm xience sierra drug eluting stent system (dess) failed to advance to the lesion due to interaction with the 5.5 fr microcatheter. During removal of the stent delivery system, the stent dislodged and fractured into two pieces. After the separated portions were retrieved with a snare device, the stent was noted to be stretched, frayed and mangled. There was no additional information provided.

Manufacturer narrative:
Only the stent with visible blood was returned. The stent delivery system (sds) was not returned with the device thus the device labeling and balloon folds were not verified. The stent implant was returned dislodged and not expanded confirming the reported stent dislodgement. The stent struts were flared, crushed, stretched, bent and crushed confirming the reported material deformation. There was no other damage noted to the stent implant. The sds, guiding catheter used during the procedure, protective sheath and stylet were not returned with the complaint device. There was no separation noted on the returned stent implant. The reported difficulty to advance could not be confirmed due to the condition the device was received for evaluation. The reported material separation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it likely the device interacted with a microcatheter during advancement causing the reported failure to advance. During removal the stent dislodged likely due to continued interaction with the microcatheter and/or interaction with the moderately tortuous anatomy. The device was retrieved using a snare causing the reported material deformation. A conclusive cause for the reported material separation could not be confirmed as no stent separation was found during return device evaluation. The reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.